Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 293 mg/dl with nausea associated with intermittent power from the insulin pump. Reportedly, the patient discontinued pump therapy, but did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there was no damage to the battery compartment or the battery cap and that the cap was able to fit securely to the pump. During troubleshooting with customer technical support (cts), the user was advised to use a battery from a new pack. It was reported that the pump did not power on appropriately after trying this. The reported bg excursion does not meet the criteria for a serious injury. This complaint is being reported based on the alleged intermittent power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2014 with the following findings: there were call service alarms observed in the pump histories on the date of the reported power issue. There was no damage found to the battery cap or battery compartment. The cap was able to fully attach to the pump. The pump powered on and was able to be exercised for 24 hours with no power issues or alarms occurring. The battery cap contacts were within specifications. The pump was opened and there was no damage found internally.